Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that approximately 1-1/2 inches of monofilament was exposed at the guide and the needle tip was still attached to the rail end. The plunger, cuffs and link were not returned with the device. The scope of this investigation was limited. Based on the investigation findings, a posterior cuff miss occurred as the needle tip was returned without the posterior cuff. Possible contributing factors for needle deflection that resulted in the posterior cuff miss include, but are not limited to, manufacturing deficiencies, challenging anatomical conditions and/or deployment techniques. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique. Based on the successful testing of the device needle trajectory, the probable cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45 degree angle throughout deployment. There was no manufacturing or quality deficiency detected. To assure that all products perform according to specifications, the needle trajectory of every device is checked during manufacturing and a quality control audit inspection is performed to verify product quality. A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after a coronary interventional procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the perclose proglide device. Additional information was not provided.